Event description:
Customer reportedly received results of 400 mg/dl on her meter and 90 mg/dl on her physician's meter within 10 minutes. No high or low blood glucose symptoms. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device; however, customer advised it is unavailable for return. Replacement was sent.